Event description:
Related manufacturer reference number: 2017865-2022-22195; related manufacturer reference number: 2017865-2022-22196. It was reported that the patient presented in the clinic with symptoms of infection due to pacemaker system infection. The entire pacemaker system was explanted due to pacemaker system infection.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
New information received notes that the patient presented in the clinic with redness seen at the site of the pacemaker infection. The patient's condition was stable before, during and after the explant procedure.

Manufacturer narrative:
Correction: section b3 - the event date should have been empty rather than (B)(6) 2022.